Manufacturer narrative:
(B)(4). Only year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch # u5f713. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec45a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when placing the instrument through the trocar or incision, avoid advancing the firing trigger accidentally. If this occurs, the instrument will lockout and the stroke indicator will display a lock symbol; in this state, the instrument will not allow the anvil release button to reopen the instrument jaws. To recover from this condition, remove the instrument, push the red manual knife reverse switch downward to reverse the knife motion; the knife indicator will display an arrow pointing towards the proximal end of the instrument to indicate the knife is in the return mode. Squeeze the firing trigger completely until it rests on the closing trigger; the stroke count indicator will display zero to indicate the knife has been returned to its home position. Press the anvil release button and replace the reload, then follow the instructions above for loading the instrument. The event could not be confirmed as the device opened and closed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Could you please clarify if ec45a is the correct product code for this complaint, if possible could you please share the correct lot number as the one provided u9s29v does not correlate to the batch/lot. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during or set up for a nephrectomy procedure that the jaws would not open. Another like device was used to continue with the procedure. There was no patient involvement.